Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose pins of the motor device were missing. It was further determined that the bearings and cable/cord/wiring were damaged. It was observed that the motor and control were damaged and two pins were missing at the front coupling. It was further determined that the device was getting hot. It was further determined that the device failed pretest for loctite and cable assessment, cutter lock assessment, motor thermistor assessments, no short circuit between phases and connector body (42), no short circuit between hall sensors and connector body (42), no short circuit between 5vdc line and connector body (42),no short circuit between sensor gnd and connector body (42), safety assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.